Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure and in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter perforated into the ivc wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record(DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images and medical records were provided and reviewed. Four years post filter deployment, CT revealed ivc filter projecting over the upper abdomen. Approximately six years later, CT revealed filter struts to be perforating the ivc and two struts to be present adjacent to abdominal aorta. Therefore, the investigation is confirmed for perforation of the ivc in the provided medical records. Based on the provided images bard g2 filter was implanted at t12-l1 position to a pregnant women. The position of the ivc filter is within normal limits, but the exact tilt and position can not be ascertained from the image. Therefore, the investigation is inconclusive for perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure and in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter perforated into the ivc wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.